Manufacturer narrative:
G4:02dec2020, b4:02dec2020 . The customer evaluated the device with assistance from a philips remote service engineer (rse). It was determined that the power supply needed to be replaced to return the device to a working condition. The customer's bio-med replaced the power supply and the issue was resolved. The device is fully functional and was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 31aug2020.

Event description:
It was reported to philips that the device had a does not recognize ac power. There was no patient involvement or user harm reported at the time of the event.